Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports on the external pulse generator (epg) were damaged. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment. The output connector assembly was broken, hanger assembly was contaminated, main printed circuit board (pcb) was out of specification electrical, the upper case was broken, encoder assembly and one knob was contaminated, lower case was broken, insulator label was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.